Event description:
It was reported to philips unit with proximal pressure sensor autozero failed (ec 110a). The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The error code, consistent with proximal pressure sensor autozero failed, was present. Field service engineer (fse) verified the issue and performed troubleshooting per the service manual. The fse replaced data acquisition (da) printed circuit board assembly (pcba) and performed required tests per service manual.

Manufacturer narrative:
The data acquisition board (da pcba) was returned for failure investigation (fi). There was no fault found. Fi could not replicate problem.